Event description:
Boston scientific received information that this device delivered inappropriate anti-tachycardia pacing (atp) times five and inappropriate shocks times five which were delivered due to supraventricular tachycardia. During this episode therapy was exhausted however no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.